Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having a broken blood vessel under his left arm above the brown electrode. There is no indication the broken blood vessel was caused by the lifevest. The irritation was described as itchy, red, and raised. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the use of neosporin and the irritation improved.